Event description:
A donor was reported that two ligating clips had falling off (not certain if clips broke off or slip off) from renal artery after a donor nephrectomy procedure. The donor was later brought back to surgery to stop internal bleeding and was given 4 units of blood. The donor did well after the re-exploration and closure of the bleeding site, presumably from the renal artery.